Event description:
It was reported that a patient underwent an uneventful sling procedure using a "u" placement in 2007. Initially, the surgeon felt that the sling was placed too tightly as he could not pass the cystoscope without resistance , so he loosened the tape and all was well. The patient returned post-operatively to the physician in more pain than usual on the left side and she was too tender to examine. The patient was given vicodan but did like the side effects and is not taking dilaudid. The patient is voiding without difficulty. The patient is rescheduled to returned to the physician the following month for an examination. The surgeon plans to obtain a sonogram to check for the hematoma and opines that another possibility for the pain might be trauma from the cystoscopy attempts.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.